Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2026 and the tape unstick after couple of hours. No further information available.